Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported approximately three months following a micro-stent implant procedure, a patient is experiencing peripheral angle shallowing, a myopic shift, and was given medication for an extended amount of time. Additional information was requested.

Manufacturer narrative:
Corrected information provided. Additional information provided. No sample has been returned for evaluation for the reported issue of myopic shift and angle shallowing; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).